Manufacturer narrative:
The device associated with the reported event was not returned for examination. A complaint database search against the reported product code found previous investigations that when confirmed were due to product wear out, however misuse (possibly through user error) cannot be ruled out. The investigation could not identify or verify a root cause about the current reported event without the device to examine. Based on the inability to determine a root cause, the need for corrective action was not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate. The device associated with the reported event was not returned for examination. A complaint database search against the reported product code found previous investigations that when confirmed were due to product wear out, however misuse (possibly through user error) cannot be ruled out. The investigation could not identify or verify a root cause about the current reported event without the device to examine. Based on the inability to determine a root cause, the need for corrective action was not indicated. Monitor complaints through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The yellow tibial plate cracked in half.